Event description:
Two patients with discrepant hcg results. Patient 1, 2008, initial result 1203 miu/ml. Same sample repeated twice gave 0.100 miu/ml at approx 20 days later, and 0.100 miu/ml in the next day. Patient 2, in the original date as pt 1, initial result 131.0 miu/ml, repeat 0.100 miu/ml at about 21 days later. No adverse results reported in assocation with these incorrect results. If additional info is received, appropriate notification will be provided.